Event description:
A complint was initiated on (B)(6) 2025 for a flex-thread fibula nail break involving a noncompliant pateint. Original surgery is dated (B)(6) 2025. Revision surgery is not planned at this time.

Manufacturer narrative:
The comlainant made no indication of any conventus flower orthopedics device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.